Event description:
The pump was returned for investigation. Investigation revealed that the ok button was intermittently unresponsive and there was contamination under all of the key contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation also revealed that the keypad rubber was worn but intact. Evaluation revealed that the ok button was intermittently unresponsive and all other buttons responded appropriately. There was contamination found under all button contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.